Manufacturer narrative:
No report of patient involvement. The hospital biomed reported a loose cable was found on the back of the ventilator display. The cable was tightened, resolving the reported complaint. No report of patient involvement. The hospital biomed reported a loose cable was found on the back of the ventilator display. The cable was tightened, resolving the reported complaint.

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.